Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this week they had three separate foleys with balloons with holes in them, one was a temperature sensing probe foley and one was a silicone foley catheter. The foley fell out as a result. They still had the product (attached are pictures of the lot numbers) ¿ the holes were not visible, but when you try to reinflate the balloon, the balloon did not inflate and the water just leaked out (attached are videos, but it was hard to really visualize in the video). They would also be escalating this through their risk departments there, but they wanted to get this info to you as soon as they could first as this was a huge safety risk. They needed a new foley inserted.

Manufacturer narrative:
The reported event was confirmed as cause unknown. No actions can be taken at this time since a root cause was not identified. A video was received for evaluation; it shows the tip of a silicone foley catheter with a leak through a pinhole in the balloon. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: instructions for use: follow your facility protocol for all processes related to catheterisation, re-catheterisation, stabilization and urine collection follow aseptic procedures outlined by your local hospital or healthcare facility. Thoroughly wash hands, wear sterile gloves, and use aseptic technique whenever handling the catheter or catheter components during insertion. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter approximately 5 cm (2 inches) more. B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe into the catheter valve. A. Never use more force than is required to make the syringe stick in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this week they had three separate foleys with balloons with holes in them, one was a temperature sensing probe foley and one was a silicone foley catheter. The foley fell out as a result. They still had the product (attached are pictures of the lot numbers) ¿ the holes were not visible, but when you try to reinflate the balloon, the balloon did not inflate and the water just leaked out (attached are videos, but it was hard to really visualize in the video). They would also be escalating this through their risk departments there, but they wanted to get this info to you as soon as they could first as this was a huge safety risk. They needed a new foley inserted. Per investigator notification received via task on 14apr2025, it was reported based on evaluation of an additional silicone foley catheter sample received.